Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: while inserting the manta into the manta sheath the physician was unable to advance the device completely. The device was removed, and another manta device used to complete the procedure. Patient was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One unit of manta was returned along with sheath, depth locator and dilator. Blood particulates were noted on all units. Units were decontaminated and inspected. Minor displacement of button valve noted. Mild resistance noted when bypass tube was advanced via the valve. The lumen junction between the markers 9 and 10 was damaged. The damaged junction had an opening with polymer material protruding outwards. The device lot history record review for lot number mn2201481 manta 14f indicated during lot release of manta lot (mn2201481) a single device exhibited a high collagen deployment force of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Based on the information submitted, following an evar procedure, a 14f manta was planned for closure. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate to severe resistance and was unable to advance the manta device through the hemostatic valve. The first 14f manta device and sheath were removed, and a new 14f manta device and sheath (same lot number) were opened, and successfully deployed without complication. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4)%. We will continue to monitor the rate for all ders related to capa00319 and further investigations will be initiated if the occurrence rate exceeds 0.40%. The der process will continue to monitor for any similar events.

Event description:
It was reported that: while inserting the manta into the manta sheath the physician was unable to advance the device completely. The device was removed, and another manta device used to complete the procedure. Patient was reported as fine.